Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen's top half is malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is not working properly. The device fails the touchscreen calibration with a "bad touch detected" message. The customer was advised to replace the touchscreen. The rse provided the part number for the touchscreen.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.